Event description:
Device 1 of 2. Reference MFR report: 1627487-2012-10475. It was reported the pt lost (B)(6) resulting in the ipg flipping in the ipg pocket. The pt stated the ipg becomes very hot when it flips. The ipg also becomes warm during charging. It was also reported the pt is experiencing difficulty maintaining communication between the ipg and the charging system. Follow up info revealed the pt is experiencing heat at the ipg site whether stimulation is on or off. Surgical intervention will be undertaken at a later date to resolve the issue. On (B)(6) 2012 st. Jude medical, neuromodulation division, sent field action letters to pt related to heating while charging and raised awareness of this issue to pts. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
This ipg serial number was included in a field correction. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.